Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for peritonitis was not reported. It was reported that, the patient would be going to the hospital for treatment the day after this report was received. No further information was provided regarding, the type of treatment, whether the patient would be admitted to the hospital for the treatment or if dianeal therapy was ongoing. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.